Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient had difficulty to charge the ipg. As a result, the ipg was explanted and replaced with a new model which resolved the issue.

Manufacturer narrative:
(Corrected data): device evaluated by MFR. Was unintendedly checked off "no" in the initial report. Device evaluation codes were unintendedly left blank in the initial report. This report consist of missing information.